Event description:
During implant procedure, increase threshold and impedance was noted on the right ventricle (rv) lead. The physician attempted to reposition the rv lead but opted to implant a new rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of inadequate capture and high pacing impedance were not confirmed. A complete lead with a stylet was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual analysis of the lead found no anomalies.